Manufacturer narrative:
The reported event of a leaflet tear was confirmed. The reported calcification could not be confirmed. Leaflet 1 was torn. There was circumferential inflow fibrous pannus ingrowth, narrowing the inflow diameter and extending onto the tissue of all three leaflets. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. However, however, the pannus noted on the inflow and outflow surfaces had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Furthermore, the pannus ingrowth and leaflet tear are consistent with the reported stenosis and regurgitation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2648612-2021-00039. On (B)(6) 2000, the patient was implanted with a 23mm regent aortic mechanical prosthesis. 18 years later, the prosthesis had to be changed due to a high gradient that was measured on it(41-44mmhg) that was likely due to fibrous pannus located on the ventricular face or the aortic prosthetic annulus, partially impairing leaflet mobility. On (B)(6) 2018, the patient underwent an aortic valve replacement and received a 21mm trifecta valve. On (B)(6) 2021, the patient underwent another aortic valve replacement due to early degeneration of the trifecta valve with clear calcification of the cusp corresponding to the antero-right aortic sigmoid that is totally immobile and restrictive responsible for an aortic disease with a predominant intra-prosthetic aortic regurgitation grade IV/v and a slightly tight aortic stenosis (aortic trans-valvular median gradient measured again at 34 mmhg). It is associated to a small peri-prosthetic leak grade I/IV at the expense of the septal side of the aortic annulus. The trifecta valve was then explanted and replaced by a 23mm carpentier bioprosthesis valve. During the procedure the physician noticed a larger tear on the cusp placed on the right coronary leaflet side.